Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, front/rear door, barrel clamp, lt/rt handle, lock label, latch module, tube drive, wiper seal, flange gripper retainer and lt/rt iui. Performed calibration. A review of the device history record for (B)(4) was performed from date of manufacture 1/31/2012 to the present date 11/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device is broken/damaged. No patient involvement is noted.